Manufacturer narrative:
The issued malfunction is related to the computer-generated interpretation. We reviewed the 73 sample cardiograms to figure out that most of the physician's assessments are correct. The evaluation summary is attached to this MDR.

Event description:
A health professional in (B)(6) health clinic in (B)(6) issued a report that the computer-generated interpretations of cardiocare2000 were inaccurate to the FDA through medwatch as well as alerting us directly. The health professional sent us 73 samples of cardiograms done during the past year with errant readings. After reviewing all the copies, we found out the recurrent errant readings happened on identifying sinus arrhythmia, ectopic (nonsinus) atrial rhythms, paced rhythms, sinus bradycardia, significant st/t-wave abnormalities and left anterior fascicular block. While the computer generated interpretations are intended as only a guide for physicians and are marked as "unconfirmed report" with a spot for the physician to sign indicating that the physician has confirmed the readings, we understand that these interpretations need to be as accurate as possible. For this customer, we have replaced their cardiocare 2000 with our higher end model, the cardiotough 3000, which should resolve their immediate concerns.